Event description:
A clinician reported that they were experiencing a problem with the repeatability of the mimic installation on a siemens linear accelerator. The customer states it required multiple (about three) attempts to ensure that the mimic was properly aligned when attaching the device. The mimic mount is designed with a feature intended to provide alignment repeatability when detached and re-attached. A nomos field service engineer visited the site and determined that the drop pins used for repeating the alignment were not engaging properly. No pt injury resulted from the incident. A technical bulletin was sent to customers instructing them on how to determine if they are affected by this issue. Nomos is developing a new pin design that enables a larger margin for engagement of the pin. Replacement pins will be distributed to affected sites.